Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the nurse stated the pump ran longer than expected. There was no report of patient harm. The facility's biomed department ran a rate verification test and found it to be lower than expected.